Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10. At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported for getinge to follow up with their biomed department. Attempts were made to the biomed department to obtain additional information on this complaint event. Despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed the pressure indices but not the augmentation #. In addition, it was stated that it had been verified that the pump was pumping with full augmentation and the augmentation alarm had set itself. No augmentation# was displayed. Customer switched the pump and it was sent to biomed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed the pressure indices but not the augmentation #. In addition, it was stated that it had been verified that the pump was pumping with full augmentation and the augmentation alarm had set itself. No augmentation# was displayed. Customer switched the pump and it was sent to biomed. No patient harm, serious injury or adverse event was reported.